Event description:
It was reported the patient presented in clinic. Upon interrogation, it was observed the right ventricular lead had low pacing impedance below 200 ohms. There was no intervention. Patient condition and symptoms were unknown.